Manufacturer narrative:
The initial MDR 2432235-2016-00312 was filed on june 15, 2016. Additional information (05/31/2016): the customer obtained additional discordant sodium result on one patient sample on an advia chemistry xpt instrument. Additional information (06/02/2016): during the follow-up visits, the siemens customer service engineer (cse) specialist determined that when the instrument stood idle, it required 7 to 8 ion-selective electrode (ise) measurements before the reading became stable. The cse shut down the instrument and replaced the baseline valve. The cse then re-assembled, checked the alignments and adjusted the sample dilution probe (dpp) to dilution tray (dtt) and dpp to ise. The cse primed the baseline and buffer solutions and restarted the instrument. The cse ran coefficient of variation check and quality controls several times and calibrated serum, all of which were acceptable. The cse found that the buffer supply tubing behind the supply bottle was kinked. The cse checked the tubing and repaired the damaged tubing. The cse also found that the fitting on top of the ise buffer bottle was not particularly tight and was very easily removed, which could have allowed possible air ingress into the buffer supply tubing. The cse removed the electrode holder plate and checked the dilution bowl. The cse found that the ise mixer rotor had debris wrapped around the shaft. The cse cleaned all the components and re-assembled them. The cse ran ise checks and quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium results on multiple patient samples and chloride result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An additional discordant, falsely elevated sodium (na) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument resulting lower. It is unknown if the repeat result was reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse aligned the dilution probe and verified dispense. The cse cleaned the ion-selective electrode (ise) path with hot water and performed ise buffer and ise baseline solution verification. The cse also cleaned the wash bowl where sample is diluted and verified the mixer rotation. The cse performed a coefficient of variation check comparison between chem1 and chem3 and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium results on multiple patient samples and chloride result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on an advia chemistry xpt instrument. Additionally, discordant, falsely elevated chloride result was obtained on one patient sample. The discordant results were reported to the physician(s) except for sample ids (B)(6). The samples were repeated on an alternate advia chemistry xpt instrument, resulting lower than the initial results. The results from the alternate advia chemistry xpt instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.